Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
We received a publication from elsevier, 12 august 2020, ¿cardiovascular revascularization medicine¿, regarding a (B)(6) male patient had impella cp pump inserted for support. Despite severe aortic stenosis, which is a contraindication for impella cp pump placement; patient experienced mitral chordae tendineae rupture leading to severe mitral regurgitation and treatment was done.